Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was discarded and no evaluation was able to be performed, the root cause for the calcification, stenosis, and insufficiency remains indeterminable. However, it is possible patient related factors and progression of an underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards has learned that a 23mm aortic pericardial valve was explanted after an implant duration of eleven (11) years and two (2) days due to severe aortic stenosis and mild to moderate aortic insufficiency. The patient was reported to be doing fine. No additional details were provided. Through follow up with the health care provider, the explanted device was reported to have been transferred to the pathology department and then discarded. Per obtained surgical pathology report, the leaflets of the device were noted to have crusty calcified plaques. Section from the prosthetic aortic valve revealed nodular fibrosis and extensive dystrophic calcification.